Manufacturer narrative:
Welch allyn spoke with the site bmet and she confirmed the device shut-down w/o alarms or alerts. Welch allyn technical support requested the device to be returned for eval. Welch allyn has not rec'd the device for eval. The atlas monitor is not being returned because the facility has locally scrapped the pt monitor.

Event description:
The customer stated that they have an atlas monitor that was shutting down when taking a blood pressure or when printing. The customer indicated that this occurred w/o any audible or visual alarms. The unexpected shutdown of a bedside monitor may impact clinician's ability to hear and see changes in the pt's condition. There was no report of any pt harm as a result of the report event. Note: the customer did not provide any pt info.